Event description:
It was reported that the clips are breaking as they are being loaded on the applier and removed from its holder. We have not had this issue in the past and have been using this product for several years.

Manufacturer narrative:
(B)(4). The customer returned one representative sample of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. The representative sample was returned closed in its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All six clips in the cartridge were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No clips broke during testing. No functional issues were found with the returned representative sample. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken parts - clip - info not provided" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as all clips were able to be properly loaded into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. The probable cause of this issue could not be determined without the actual sample.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73c1900094. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are breaking as they are being loaded on the applier and removed from its holder. We have not had this issue in the past and have been using this product for several years.